Event description:
During following, high pacing impedance and high capture threshold were observed on the right ventricular lead. Lead damage was suspected but not confirmed. No intervention has been performed and the patient was stable.